Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right ventricular lead noise was observed on stored egms during follow-up in clinic. Lead noise has been noted since 2015. There was also vt diaphragmatic stimulation and device was reprogrammed. No intervention was performed to address lead noise. Patient was stable and will continue to be monitored.